Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a calcium chloride 2 gram secondary infusion completed in less than one hour instead of the intended 2 hour infusion.

Manufacturer narrative:
The customer¿s report of the infusion completing sooner than expected was not confirmed. Analysis of the pcu event log shows that pump module sn (B)(4) on (B)(6) 2015 9:05pm, calcium chloride concentration 2gram/100ml was programmed as a secondary infusion to infuse at a calculated rate of 50ml/hr and a calculated vtbi of 100ml; and that the secondary infusion completed as programmed with no alarms noted and the existing primary infusion continuing as expected. It is unknown what may have occurred with the fluid within the secondary infusion bag. The log review could only determine how much fluid the device recorded as being delivered (100ml in this case); not how much fluid left the secondary infusion bag. The device, infusion set, and secondary infusion bag were not received for inspection. The root cause was not be identified.